Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the down arrow button on their device's keypad would require multiple presses in order to register an input. The reporter also noted that the keypad was peeling around the down button, but stated that the tactile problems occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/20/2013 - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the keypad cover was found to be torn near the ok button. During testing, the down arrow, ok and contrast keypad buttons were found to be intermittently unresponsive; the up arrow button was completely unresponsive. The keypad cover was removed and the up arrow, down arrow and ok button contacts were found to be misaligned. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.